Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient developed metallosis and loosening of the femoral component. It was suspected that the connection between the femoral stem and femoral cone implants fractured. Subsequently, the patient underwent additional surgery to re-cement the femoral components and they were left in place. A revision surgery was planned for a later date. Due diligence is complete as multiple attempts have been made however no further information has been made available.

Manufacturer narrative:
Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that no problem was found with the reported device as it was not explanted during the subsequent revision surgery. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient developed metallosis and loosening of the femoral component. It was also suspected that the connection between the femoral stem and femoral cone implants is fractured. Subsequently, the patient underwent revision surgery of the femoral components. Due diligence is in progress for this event, to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b2; b3; b4; b5; d10; g3; h2; h6; h10. D10: medical product: unknown rotating hinge knee femoral component: catalog#ni, lot#ni; long 16mm diameter 155mm length straight stem extension combined length 200mm: catalog#00598801116, lot#62292125; unknown femoral augment 10mm: catalog#ni, lot#ni, qty#2; 17mm height size d articular surface with hinge post extension: catalog#00588004017, lot#65566971 additional MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-03757. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: unknown rotating hinge knee femoral component size d: catalog#ni, lot#ni; unknown femoral stem: catalog#ni, lot#ni; unknown femoral cone: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: germany multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-02922; 0001822565-2023-02923; 0001822565-2023-02924. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text .

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient developed metallosis and loosening of the femoral component. It is also suspected that the connection between the femoral stem and femoral cone implants is fractured. A revision surgery is pending to replace the affected components. Due diligence is in progress for this event, to date no further information has been reported.